Event description:
It was reported that a motor stall and motor stall recovery were recorded in the pump logs. The motor stall was caused by the pt having an MRI. The length of the motor stall was not reported. The medication being delivered via the device system was not reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B) (4)